Manufacturer narrative:
The initial MDR 2517506-2016-00362 was filed on october 21, 2016. Additional information (10/28/2016): a siemens' headquarters support center (hsc) specialist reviewed the data provided. The hsc found the three sample ID's provided were processed in close proximity to each other and contained multiple errors. Hsc reviewed the current process error log as the error log at the time of the event was not available and found 141 aliquot errors were observed in a 14 day period of time. There were no further reports of issues after flushing and probe cleanings. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. A review of the data supplied, shows quality control (qc) was in range. The ccc specialist was given remote access. The ccc ran auto-align on the integrated multisensor technology (imt) and probe, which passed. The ccc ran a check 1, resulting in range. The ccc reset the vista. The customer then re-ran sample ID: (B)(6), resulting in the expected range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on four patient samples on a dimension vista 500 instrument. The initial results were reported out to the physician(s). For sample ID: (B)(6), the same sample was repeated on the same instrument, resulting within the expected range. The customer then repeated all four patient samples (original sample) on an alternate dimension vista instrument, resulting within the expected range. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.